Event description:
A facility representative reported that following intraocular lens (iol) implant procedure, there was no improvement in distance and near vision. Patient had problems while working, walking and reading. The lens was exchanged for an unknown advanced technology intraocular lens (atiol) after the initial implant procedure. The clinical reason for explantation was patient unhappy with vision.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).